Event description:
Device 4 of 4. Reference MDR report: 1627487-2011-10213, 10214, 10215. The patient received the scs system on (B)(6) 2011 which included four leads from three different lots. It was reported invalid contacts were identified in three of the four leads and low impedance was identified in the fourth. The patient has also reported an increased recharge burden. Reprogramming around the invalid contacts has provided adequate stimulation. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.